Manufacturer narrative:
The fse dispatched to the customer site determined that malfunctioning peristaltic tubing was the cause of the failed system check, out of range qc and elevated accutni+3 results reported by the customer. The system check failure mode is indicative of diminished aspiration capability and is consistent with the hardware issue identified by the fse. Diminished aspiration could cause the system to generate falsely elevated qc and patient results for sandwich assays such as access accutni+3. (B)(4).

Event description:
On (B)(6) 2016, the customer reported that non-reproducible elevated access accutni+3 (troponin I) results had been generated for two patients on the customer's unicel dxi600 access immunoassay system (serial number (B)(4)) over the course of two days. The customer made no indication that the erroneous results had been reported out of the laboratory. There was no report of any change to patient treatment or harm to patients in association with this event. This MDR (2122870-2016-00420) concerns the erroneous results generated for one patient on (B)(6) 2016 and MDR 2122870-2016-00419 concerns the erroneous results generated for one patient on (B)(6) 2016. The customer reported that all primary samples were collected in lithium heparin plasma tubes and centrifuged at 3000 rpm (revolutions per minute) for 10 minutes. The customer indicated that access accutni+3 qc (quality control) values generated on the system were outside the customer's established range prior to the generation of the erroneous results. The customer reported that a system check performed by the customer during guided troubleshooting had failed. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system.